Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier reader was not working. A technical support specialist (tss) had disabled power management for universal serial bus devices via power shell commands. The knowledge article biometric identifier intermittent failure was attached. The customer verified that the biometric identifier was working, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bio ID reader was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.